Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation. Upon the receipt of additional information and/or the return of the illico tap a follow-up report will be submitted.

Event description:
An international customer ((B)(6)) reported the patient had extremely hard bone. The tip of the tap was broken at s1 while the surgeon was creating a hole into the pedicle through the dilator. Removal of the detached tip was unsuccessful. It remains entrapped within the patient's s1.

Manufacturer narrative:
Evaluation of the returned cannulated tap found that the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The detached tip which remains positioned within the patients s1 was manufactured from 465ss (stainless steel) and is certified to astm a564 specifications. It appears that this occurrence is likely the result of implantation in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument.